Event description:
It was reported that the patient had a normal device check evaluation, and was administered prescribed medication intravenously. Following the clinic visit, the patient experienced palpitations caused by atrial fibrillation and was taken to healthcare facility. The patient was cardioverted and administered medication intravenously with sinus rhythm return to normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m62 lead implanted: (B)(6) 2014. (B)(4).